Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarm occurred while the pump was not exposed to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.